Event description:
Customer reported an unspecified issue with the adc device and additionally reported they had experienced a seizure. The customer was able to self-treat without medication and the treatment is unspecified. The customer did not have any further information due to this event taking place about a year ago and being unable to remember any further details. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the issue took place about a year ago. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of event is unknown. The date entered in section b3 is based on the customer¿s report of ¿about a year ago¿. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported an unspecified issue with the adc device and additionally reported they had experienced a seizure. The customer was able to self-treat without medication and the treatment is unspecified. The customer did not have any further information due to this event taking place about a year ago and being unable to remember any further details. There was no report of death or permanent impairment associated with this event.